Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)#, medical device serial #, device available for eval?, returned to manufacturer on, device manufacture date. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported an over infusion of adrucil (fluororacil). The intended rate of infusion was 2.4ml/hr; however, the infusion completed nine (9) hours too early. This event occurred on (B)(6) 2024 at 0900. There was patient involvement. But no harm. No further information was provided by the customer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of adrucil (fluororacil). The intended rate of infusion was 2.4ml/hr; however, the infusion completed nine (9) hours too early. This event occurred on 10may2024 at 0900. There was patient involvement. But no harm. No further information was provided by the customer.